Event description:
The lesion was a very calcified rca, with an ostial stenosis. First, a balloon dilation was performed with a suboptimal result. Then, the vision stent was deployed, but this resulted in a distal, occlusive dissection. Two additional stents were used to resolve the dissection and the procedure was completed with an acceptable results.